Event description:
A ventilator was returned to a third party service center for preventive maintenance. There was no harm or injury reported. During the 30 second run in on the device, a "service required" alarm indicating an issue with the internal battery occurred. A check circuit alarm was also observed during the 30 second run in. The device evaluation has yet to be completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for preventive maintenance. There was no harm or injury reported. During the 30 second run in on the device, a "service required" alarm indicating an issue with the internal battery occurred. A check circuit alarm was also observed during the 30 second run in. Additionally, not related to the above issue, the device's front enclosure was scratched and needs replaced. The device's handle and o-ring need to be replaced. The device was returned to a third-party service center for evaluation. No repairs were performed. The device was returned to the customer unrepaired. There is no documentation provided indicating what components required replacement for the service required alarm. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.